Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was not delivering insulin. Troubleshooting was performed, and the insulin pump passed the prime test. The customer also reported that she was hospitalized for high blood glucose levels and vomiting. The customer's blood glucose levels were too high to register on the glucose meter. Unable to obtain further information due to the call being disconnected. Called the customer back, but the line was busy. Nothing further was reported.